Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive sheath was selected for use. During procedure, ablation was performed with a farawave catheter and then exchanged for a non - bsc mapping catheter. The sheath kept aspirating air and leaking at the back of the valve. Troubleshooting steps were taken, and it was found that inserting a 9f short sheath through the valve resolved the aspiration issue. Despite this, the procedure required a new sheath to be used for cti. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed.